Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va08w7z, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va08w7z, implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had no stimulation sensation. The patient went through a metal detector, and it started after that point. Muscle spasms were reported as a medical condition. The basic functionality of the pp was reviewed. The implantable neurostimulator (ins) was on, and the patient adjusted the parameters. The patient increased all the programs to maximum amplitude and still could not feel stimulation. The patient was redirected to healthcare provider (hcp). There was no known outcome reported. If additional information is received, a supplemental report will be submitted.